Manufacturer narrative:
Update based on device evaluation.

Event description:
It was reported that at the user facility the device was running without user activation. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that at the user facility the device was running without user activation. The user facility was not able to provide any further information regarding the reported event.